Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the suture lead snapped into two pieces approximately one inch from the needle when the physician was pulling it through the sacrospinous ligament with the capio device. The detached suture with the needle at the end were captured inside the capio cage. The procedure was completed with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.